Event description:
The complainant reported after successful weaning, the impella 5.5 was removed from the patient of unknown age and gender. However, a thrombus was found at the outlet after explant. There was no effect on the patient's outcome. The anticoagulation was ptt controlled.

Manufacturer narrative:
(H3) the investigation into the reported "thrombus" has been completed since the original report was filed. Product was returned for investigation. According to the clinical review, upon removal a thrombus was observed on the outflow cage. The returned product was visually inspected and the thrombus was not found. It is possible the thrombus was dislodged from the pump in the time between explant and arrival for evaluation. The most likely cause of the thrombus is patient condition. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿